Event description:
Application of the product: cvc was placed in the internal jugular vein. Preparation: pt was under general anesthesia, usual preparations of the insertion site (no specific data available in the report), catheter wasn't flushed before insertion. According to the report: the shock occurred directly after placement of the catheter. Symptoms: contraction of bronchial tubes, increase of respiratory resistance, decrease of saturation to 30%. The catheter was left in place and used for anti-shock therapy. Pt pt recovered without any consequences.